Event description:
Boston scientific crm (bsc) received information this implantable cardioverter defibrillator (ICD) and the patient's guidant right ventricular (rv) lead were associated with remote monitoring alerts for low shock impedance and the attempted delivery of a shock into a low shock impedance. The device was explanted and returned for analysis. There was no report of adverse patient effects.

Manufacturer narrative:
Initial analysis indicated device therapies were not available. Visual inspection noted no external arc marks on the device case. Review of device memory showed the device had delivered into a shorted electrical condition during three consecutive episodes while implanted, beginning with a 27-joule shock in the first episode. Additional analysis and testing indicated that a high-power output module sustained overstress damage due to delivering high-energy shock therapy into a shorted condition, and confirmed that bradycardia and tachycardia therapies were no longer available.